Manufacturer narrative:
Due to character limitation, below field are added from e1- (B)(6). Battery not charging because of console not correctly docked and latched to the cart. Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) battery will not charge and not docked. There was no harm or injury reported.